Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield cutting device would not heat up or cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. It was observed that the wire on the hot jaw was bent at the center but remained attached at the tip and at the base. Traces of blood were evident on the jaws. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device failed the pre-cautery test. It did not produce visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, but would not produce any visible steam. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at .50 ohms which is out of specification. The device failed the temperature measurement test. The displayed temperature increased but did not turn green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. To check the electrical continuity in the device, the shrink tubing was removed. While removing the shaft pin , it was observed that the wiring through the flex shaft pin hole opening was exposed , the insulator was damaged. It was evident that the defect happened during assembly. The operator may have inadvertently inserted the shaft pin through the white wire insulator during assembly. After the shrink wrap tubing and shaft pin was removed, the device was able to produce heat and steam and the temperature and resistance test were within specifications. Based on the results of the investigation, the reported failure modes "failure to cut" and "failure to deliver energy" were confirmed. The analyzed failure mode "bent wire" was also confirmed. To prevent the occurrence of these reported failures, a re-training of assembly operators was conducted. The re-training addressed the flex shaft assembly procedure. The certificate of conformance (c of c) was reviewed. The vendor certifies that the manufacturing and processing of the sub part (shaft pin) conforms to all applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield cutting device would not heat up or cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.